Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, probable causes include damage of parts due to deterioration, deformation, or some kind of physical stress, without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the adhesive on the bending section cover was detached. There was no patient involvement.